Event description:
The customer contacted stryker to report that the power button on their device was inoperative, and their device was unable to be turned off which results in a depleted battery. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker performed an initial evaluation of the device and downloaded the electronic device records. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the power button on their device was inoperative, and their device was unable to be turned off which results in a depleted battery. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customers device and electronic device records and verified the reported issue. The customer received a replacement device and the original device was scrapped by stryker. The cause of the reported issue could not be determined.